Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event b2 outcomes attributed to ae - corrected - no other serious (important medical events), no required intervention to prevent permanent impairment/damage (devices) b5 executive summary - updated section h1 type of reportable event - corrected - no serious injury f10 / h6 clinical signs code grid - health effect - clinical code - updated f10 / h6 health impact code grid - health effect - impact code - updated f10 / h6 medical device problem code - device code grid - updated although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It is unclear from the event details what the device problem was and the device was not returned. The as reported 'device problem unknown/unclear' will be assigned undeterminable as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
It was reported that during left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure on (B)(6) 2021, flow diverting stent was successfully implanted. Almost 17 months post procedure on (B)(6) 2023, the patient had left carotid-ophthalmic aneurysm retreatment. Adverse event was recovered/resolved on (B)(6) 2023. It was treated with a percutaneous intervention. According to site this adverse event had a probable relationship with the procedure. Not related to the flow diverter, and a possible relationship to other stryker device(s) used in the procedure. At 12 months follow up on (B)(6) 2022, doppler ultrasound was performed. No additional information available. Update: received additional information on (B)(6) 2024 stated that the site has inactivated the ae (adverse event) of left carotid ophthalmic aneurysm. No additional information available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure on (B)(6) 2021, flow diverting stent was successfully implanted. Almost 17 months post procedure on (B)(6) 2023, the patient had left carotid-ophthalmic aneurysm retreatment. Adverse event was recovered/resolved on (B)(6) 2023. It was treated with a percutaneous intervention. According to site this adverse event had a probable relationship with the procedure. Not related to the flow diverter, and a possible relationship to other stryker device(s) used in the procedure. At 12 months follow up on (B)(6) 2022, doppler ultrasound was performed. No additional information available.